Event description:
Information received by medtronic indicated that the customer mentioned pump had damaged. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the battery compartment and were found on 02 october 2023 unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 38 was found on 11/15/2023 09:16 in history files and traces. Pump was cut to perform visual inspection found moisture damage on the pcb 2. Motor was tested outside of unit and it failed due to pump error 38. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, keypad overlay peeling, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, faded serial label, gearbox jammed. Pump error 38 is confirmed due to stuck gearbox. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.